Manufacturer narrative:
The device involved in the event has not been returned for evaluation.(B)(4).

Event description:
Treatment for aneurysm located at the right internal carotied posterior communicating artery. During the procedure the physician attempted to detach the coil using the instant detacher 3-4 times but could not detach the coil. No secondary method was used and the coil was withdrawn.no patient injury was reported as a result of the procedure.